Event description:
A hospital in another country, has reported that they were unable to connect the heater wire adaptor to the expiratory limb. No patient injury was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country, the product is not sold in USA, but it is similar to a product which is sold in the USA. Results: the heater wire pin was bent. It is possible that this occurred during manufacturing. However, it is also possible that it could have occurred at the customer. We are unable to determine this.